Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the device intact, no others observation. Leak test was performed, and no leakage was observed. Based on the device analysis the final assessment is intact and functional and no issues related to foreign material on the implant were observed.

Event description:
Company representative reported ¿foreign materials" on the device.